Manufacturer narrative:
Product analysis: at analysis it was determined that the analyzer failed functional tests and was out of specification electrical. The device will be returned to the manufacturer for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was returned from storage for refurbishment and subsequently tested out of specification during manufactuer's analysis. There was no patient involvement.